Event description:
It was reported that the coil protruded from the tip of the catheter during removal. The target lesion was located in the internal iliac artery. A 10mm x 50cm f-idc 2d interlock coil was selected for use. During the procedure, it was noted that the device became stuck at the distal part of the microcatheter. Furthermore, when the device was removed from the patient's body, it was noted that the coil protruded from the catheter's tip. The procedure was completed with another of the same device. No patient complications were reported.